Manufacturer narrative:
Investigation is in process, but not yet complete.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the display on the centrifugal pump control module went blank and slowly came back on pixel by pixel. Later in the procedure, the display went blank again and came back on the same way. The device was not changed out as the read outs were also available through another source and the pump continued to function for the remainder of the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.